Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pace impendence measurements greater than 3000 ohms. Technical services (ts) was consulted and recommended that the patient be brought in for further evaluation to confirm a lead fracture. No adverse patient effects were reported. This lead remains in service. "This report reflects info received by FDA in the form of a notification per 803.22 (b)(2)."